Manufacturer narrative:
(B)(4). The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarm noted. However, unexpected replace battery, replace battery now and power loss alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded v lith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Pump was received with broken belt clip rails, scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed several power errors. Customer cannot recall their blood glucose reading. Troubleshooting was not performed. Fail analysis read power loss and battery issue but no power error alarm.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarm noted. However, unexpected replace battery, replace battery now and power loss alarm noted in the pump history due to connector resistance (electronic board). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. The insulin pump was received with broken belt clip rails, scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window.